Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that fragment of the distal part of the inner sheath of the bipolar resectoscope found in the bladder during clot evacuation. Current patient status: no consequences for the patient, but the situation could have been serious if the team had not noticed the presence of a broken fragment in the bladder. However, even without any injury to patient reported but this case was report to authority by user and the situation could have been serious if the team had not noticed the presence of a broken fragment in the bladder , this case is reportable as precaution.